Event description:
Report due to device removal difficulties requiring intervention. The physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. A femoral angiogram was performed with the following results, access site was the common femoral artery, which was greater than five (5) mm and disease free. It was reported the "nick and spread" was inadequate and that the physician attempted to enlarge it after the device insertion. Resistance during the device insertion was also reported. It is unknown if additional fluroscopy was performed to determine the cause of resistance.hemostasis was achieved with the clip. However, the physician had difficulty removing the device and sent the patient to surgery wehre a "small incision" was made to pull out the device. The clip was left in situ. The total time for the surgical device removal was fifteen minutes. The patient is reported to be "fine".